Manufacturer narrative:
The insulin pump received with cracked case at the display window corners, broken battery tube threads, cracked reservoir tube, broken reservoir tube lip and cracked display window.

Event description:
The customer reported via phone call that the insulin pump sustained physical damage. The customer stated that the reservoir compartment was cracked and a piece had broken off from it. She stated that half of the ring on the reservoir compartment was gone. She also observed a small crack in the plastic on the top left corner by the screen. She was unsure how the damage had occurred. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.